Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a model and/or serial number of the lead, the PMA number, manufacture date and expiration date cannot be determined. Medtronic unknown lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient died approximately 7 months post implant of the implantable cardioverter defibrillator (ICD) system. It was noted that 5 days prior to death, the patient presented with syncope, malaise and dyspnea. At that time, it was noted that the patient was in atrial flutter and the implantable cardioverter defibrillator (ICD) battery was low. The patient was admitted for cardioversion and device replacement (it was reported that the patient had experienced recent electrical storms). Subsequently the ICD delivered a 25j shock which successfully converted the rhythm. Shortly thereafter, the patient had no pulse and cardiopulmonary resuscitation was performed. The patient had respiratory alkalosis, hypotension, pulmonary edema and hemodynamic instability and subsequently died. Cause of death reported was cardiogenic shock due to heart failure. It was unknown if the death was related to the ICD system. It was also noted that during the day the ICD delivered several shocks which were unsuccessful at converting the rhythm. It was reported that the device was operating normal at the time of death. It was unknown if an autopsy was performed. The patient was enrolled in the (B)(6) clinical study.